Manufacturer narrative:
Through the course of the investigation, which included a review of qc kit release and manufacturing records; no product problem was found. The respective CT values generated for each patient suggest the samples are below the lower limit of detection (lod) of the assay. As per the instructions for use, the CT values generated would correspond to a hit rate of less than (B)(4). As such, results can waiver between positive and negative as observed here with the alleged samples and no product problem is suspected. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results for two asymptomatic patients with the cobas sars-cov-2 qualitative assay for use on the cobas 6800/8800 systems. The site was testing smear samples (floqswab from copan) stored in a sterile tube with nacl. No results were reported and no harm was alleged in the case. The customer revealed that both patients had been tested every 4 weeks during their hospital stay and had been negative in previous tests. The respective CT values generated for each patient suggest the samples are below the lower limit of detection (lod) of the assay. As per the instructions for use, the CT values generated would correspond to a hit rate of less than (B)(4). As such, results can waiver between positive and negative as observed here with the alleged samples, and no product problem is suspected. The cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal and oropharyngeal swab samples from patients with signs and symptoms suggestive of covid-19 (e.g., fever and/or symptoms of acute respiratory illness. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800 system and cobas 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline.